Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's husband reported the pd patient expired on (B)(6) 2015. The patient was in the hospital and had an angiogram which seemed to go well. Per the patient's husband the patient did not have any health concerns with regards to her heart but had an ulcer on her toe. She suddenly stopped breathing and passed away one hour after the procedure. Additional follow-up was made with the patient's peritoneal dialysis registered nurse (pdrn), who stated the patient was taken to the hospital for an angiogram and subsequently expired on (B)(6) 2015 approximately one hour after the procedure. Per pdrn the patient was not dialyzing or connected to the cycler prior to expiration. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Based on the medical records received this report concerns an esrd patient maintained on continuous cycling peritoneal dialysis (ccpd). On (B)(6) 2015 the patient underwent an elective angiogram procedure which was not described in detail for which organ. It was reported approximately one hour following the procedure this patient suffered a respiratory arrest leading to a fatal outcome. The patient's spouse reported there was no known history of heart disease, but the patient did have an ulcer on lower peripheral extremity toe, digit unknown. The pd nurse stated the patient was not dialyzing at the time of the event of the respiratory arrest which resulted in a fatal outcome. According to the medical records document titled "esrd death notification", the primary cause of death was cardiac arrest, cause unknown, with no secondary causes. The patient experienced an episode of respiratory and cardiac arrest shortly after undergoing the angiogram procedure. There is no documentation in the medical record supporting a possible association between the liberty cycler, the event, and the outcome. Medical records did not contain dialysis treatment records, progress notes, physician orders or additional laboratory results. Presence of foot ulcer in lower extremity is possibly suggestive this patient had pre-existing peripheral vascular disease with presence of cardiovascular comorbidities.